Manufacturer narrative:
User facility voluntary medwatch report was received on (B)(4) 2011. The report number is (B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "at 0324 while monitoring my 9 hours post-coronary artery bypass graft surgery (CABG) x2; open chested, extremely critical pt, the 2nd and 3rd chamber of pump malfunctioned with a code of e321. These chambers contained the pt's vasopressin, amiodarone, insulin, milrinone, neosynephrine, and epinephrine drips all set at extremely high doses. Upon all the chambers malfunctioning at once, the only course of action was to turn the pump off and turn it back on to reset it and continue to infuse the medication to the pt. This is unacceptable as during the time that it took to reset all four chambers of the 2 pumps, the pt's blood pressure and cardiac index which were borderline-plummeted; once the pumps were finally back on, rn had to increase the dosages of the epinephrine and neosynephrine to help the pt recover. Upon further query, the following info was provided that indicated a delay in critical therapy during an alarm condition. At 0151, ch 2 was programmed to deliver vasopressin 100 units/100ml, at a rate of 6ml/hour, a vtbi (volume to be infused) of 41.3 ml, and the delivery was started. At 0159, ch3 was programmed to deliver an unspecified concentration of amiodarone, at a rate of 16.7 ml/hr, a vtbi of 158.9 ml, and the delivery was started. At 0319, ch 2 alarmed with e321 (batt charger timeout). Ch 2 was turned off, and then turned back on to reset the pump. At 0320, the vasopressin delivery was restarted. At 0321, ch 3 alarmed with e321. Ch 3 was turned off, and then turned back on to reset the pump. Within the same minute, the amiodarone delivery on ch 3 was restarted. The customer contact indicated that the pt's blood pressure had decreased to an unspecified level during the alarm conditions. It was reported that the pt was treated with unspecified dosages of epinephrine and phenylephrine, using a different pump, to "help the pt recover." At 1200, the pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no add'l info was provided.